Manufacturer narrative:
Three samples from the patient were provided for investigation. Measurements performed with undiluted and diluted sample were comparable when tested on a cobas pro c503 and c501 analyzer. One of the three samples did recover within the measuring range of the d-dimer assay on the c503 analyzer, but when measured on the c501 analyzer, the result was slightly above the measuring range and dilution was necessary. This same situation occurred at the customer site. The investigation could not identify a product problem. The cause of the event could not be determined. As calibration and control results were acceptable, no general product problem was found. The issue is related to the patient sample.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with d-di tina-quant d-dimer on a cobas 6000 c (501) module. The sample initially resulted with a d-dimer value of 18.98 ug/ml after the sample had been automatically repeated with dilution. The sample was measured again on the c501 analyzer on (B)(6) 2021 and the value was the same. The initial value was reported outside of the laboratory and the doctor did not trust the result. The sample was then repeated on a second analyzer on (B)(6) 2021, resulting in a value of 8.8 ug/ml. The sample was also repeated on a third analyzer on (B)(6) 2021, resulting in a value of 8.88 ug/ml. The repeat values were considered good. The d-dimer reagent lot number was 538225. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.